Event description:
Inbound. Tubing ext set 60" lot # 57x503 reported leaking today at in line filter site, no further details provided. Diagnosis or reason for use: sph. Is the product compounded: no. Is the product over-the-counter: no.